Manufacturer narrative:
Batch review performed on 09 april 2018. (B)(4). Clinical evaluation performed by medical affairs director on 23 march 2018: partial hip revision surgery occurred 3 months after double mobility total hip arthroplasty in (B)(6) woman. Acetabular component looks protruded in the pelvis in the radiographic image provided. The reason of the primary position of the cup may be due to the patient anatomy or other factors that cannot be assessed on a single postoperative x-ray. There is no reason to suspect a faulty device.

Event description:
Revision surgery performed due to acetabular medial wall fracture 3 months after primary. The surgeon revised the cup and liner.